Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. There were cuts in insulation approx. 500 and 520mm from the terminal pin, the e3 conductor is also cut at these locations which likely explant damage. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that the patient with this left ventricular (lv) lead experienced a heart failure and was admitted. In addition, a chest x ray was obtained and noted that this lead had pulled back into the body of coronary sinus (cs). The physician attempted to revise the lead, however, the patient was occluded on the left side with lots of radiation. Subsequently, this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. -- upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. There were cuts in insulation approx. 500 and 520mm from the terminal pin, the e3 conductor is also cut at these locations which likely explant damage. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. -- if pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this left ventricular (lv) lead experienced a heart failure and was admitted. In addition, a chest x ray was obtained and noted that this lead had pulled back into the body of coronary sinus (cs). The physician attempted to revise the lead, however, the patient was occluded on the left side with lots of radiation. Subsequently, this lead was explanted. No additional adverse patient effects were reported. Additional information received reported that device data revealed several unsuccessful left ventricular auto-threshold (lvat) tests leading up to the left ventricular (lv) lead revision. Furthermore, a high out-of-range lv pace impedance measurement greater than 3,000 ohms was observed on the date of the revision. No additional adverse patient effects were reported. This lv lead was returned for analysis.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. If pertinent information is provided in the future, a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies, outside of explant damage. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that the patient with this left ventricular (lv) lead experienced a heart failure and was admitted. In addition, a chest x ray was obtained and noted that this lead had pulled back into the body of coronary sinus (cs). The physician attempted to revise the lead, however, the patient was occluded on the left side with lots of radiation. Subsequently, this lead was explanted. No additional adverse patient effects were reported. Additional information received reported that device data revealed several unsuccessful left ventricular auto-threshold (lvat) tests leading up to the left ventricular (lv) lead revision. Furthermore, a high out-of-range lv pace impedance measurement greater than 3,000 ohms was observed on the date of the revision. No additional adverse patient effects were reported. This lv lead was returned for analysis.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this left ventricular (lv) lead experienced a heart failure and was admitted. In addition, a chest x ray was obtained and noted that this lead had pulled back into the body of coronary sinus (cs). The physician attempted to revise the lead, however, the patient was occluded on the left side with lots of radiation. Subsequently, this lead was explanted. No additional adverse patient effects were reported.